Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2026, a large-bore IV catheter was placed for enhanced CT-guided radiotherapy localization. During the procedure, the heparin cap detached from the closed-system IV catheter. Reinsertion was performed, causing puncture pain to the patient. Explanation and reassurance were provided.

Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. The root cause of the loosening of the prn cannot be confirmed as no defective sample is received, and the use of the sample is unknown. The plant will continue to track and monitor such defects.

Event description:
No additional information.